Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided lot number 0094478. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. The customer feedback states that ¿on several units the cap just falls off.¿ it is important to refer to the instructions for use and ensure that the plugs are tight on the product prior to usage. Further action has not been determined necessary at this time.

Event description:
It was reported that connecta plus1 360 white blend stopcock falls off. The following information was provided by the initial reporter: material no. 394910. Batch no. 0094478. It was reported that stopcock hub falls off. Verbatim: white stopcock hub falls off, IV fluid leaks out. Pt wasn't harmed in this incident, had to replace stopcock.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that connecta plus1 360 white blend stopcock falls off. The following information was provided by the initial reporter: material no. 394910, batch no. 0094478. It was reported that stopcock hub falls off. Verbatim: white stopcock hub falls off, IV fluid leaks out. Pt wasn't harmed in this incident, had to replace stopcock.